Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose with a documented hypoglycemic event to 58 mg/dl while using an ilet system with a cd-style infusion set; the user had low or no carbohydrate intake at dinner, did not meal announce, and confirmed sensor accuracy with a matching fingerstick, while the pump delivered correction for a brief hyperglycemia period and the user self-treated the low with oral glucose. Symptoms included dizziness, nervousness, and confusion. Outcomes included transient out-of-range glucose for less than one hour without hospitalization, professional medical intervention, outside assistance, or ketone testing, and stabilization of glucose afterward. Investigation included review of available usage and glucose reports. Investigation of this case revealed no device alarms or alerts, no device malfunction identified, and that therapy features were functioning, with the event consistent with hypoglycemia of unclear cause in the context of low or no carbohydrate intake and no meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.